Event description:
Boston scientific received information that during a follow up visit, irregularities of this right atrial lead (serial number unknown) were noted. An echocardiogram and chest x-ray revealed a tamponade and possible right atrial (ra) perforation. The patient was transferred to a hospital to perform pericardial puncture for fluid release. After the puncture and the removal of 500ml of blood, the bleeding continued and the patient was taken to the operating room. A sternotomy was performed in order to control the bleeding. It was visibly confirmed that the atrial lead had dislodged and perforated the right atrium. Due to the patient's condition, the decision was made to reposition the ra lead epicardially. All measurements were normal after the lead was repositioned. However, during the procedure, the left ventricular (lv) lead had dislodged and exhibited poor measurements. The decision was made to replace the lv lead with an epicardial lv lead. The procedure was successfully completed. The patient had a functional right ventricular lead at all times without any syncopes or pacing inhibition. Additionally, the patient remained in a sinus-rhythm at all times. The explanted left ventricular lead was returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The atrial lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.